Event description:
Pt called lfs alleging that their one touch ultra meter would not power on. The pt neither alleged harm nor experienced injury or medical intervention. The customer service rep walked pt through troubleshooting and confirming that the meter would not power on. Pt was using correct test strips, battery was correctly installed, battery contacts were in good condition, and the battery was replaced less than 1 year ago. Based on the info supplied by the pt, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting.